Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were black marks in the tube of a small volume folfusor. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured from november 2, 2015 - november 4, 2015. The evaluation of the returned device is complete. Visual inspection noted black marks, approximately 0.45 to 3.76 mm in length, on the tubing. Microscopic examination revealed that the black marks were not embedded in the tubing and were outside of the fluid pathway. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.